Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1180 mg/dl. The customer did not experience any symptoms but at the time of lunch he was 500 plus and noticed battery was out along with insulin. Troubleshooting was done for high blood glucose. The customer was treated with intravenous drip and manual injection for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. The customer stated that infusion set with bent cannula. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.